Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for spinal pain reported they only had three programs options and as of (B)(6) it was causing pressing on their neck, and they were experiencing more pain than they originally had before the implant. A request was made to meet with the manufacturer's representative (rep) for reprogramming and to have more program options. The patient had turned stimulation down to 0.10 volts and no longer had the pressure/pain, but when it was that low it didn't help with the pain the device was implanted for. It was it was so bad on (B)(6) the patient almost went to the doctor because they were in so much pain. As of (B)(6) nothing had been scheduled with the patient but the rep. Believed the patient was experiencing surgical pain. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.